Event description:
Pt returned to cvccu approximately 1500, insulin drip initiated for blood glucose of 126 at 2ml/hr(2 units/hr) on IV pump. Approximately 10 minutes later, noticed insulin drip bag was empty/dry. Stopped IV pump, clamped drip tubing, and checked pt's blood sugar. Pump volume infused displayed correctly at 0.4ml. Pt required blood glucose monitoring every 15 minutes and later changed to every 30 minutes. No adverse conditions were reached. IV pump in question was immediately removed from service.